Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 134 mg/dl. The customer stated that she experienced high blood glucose during the day and she did not thread or change the infusion set. Checked settings and programming on the insulin pump and they were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.